Event description:
It was reported that the customer was hospitalized due to hyperglycemia. The reported blood glucose reading at the time of the phone call was 115 mg/dl. The customer's nurse stated that the hospital staff would call back to perform troubleshooting on the insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.